Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the popliteal artery. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during the procedure while attempting to manipulate the wire further down the artery, the distal end of the wire sheared off. The detached portion of the wire was retrieved from the artery with a snare and the procedure was completed with a different guide wire. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
The complaint device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has wire damaged. The device has the distal tip detached located at 298.8cm from the proximal end and also, has the distal tip kinked. The outer diameter (od) of the middle of the device and proximal section are all within specification. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the popliteal artery. A 300cm straight tip v-14 controlwire was advanced to cross the lesion. However, during the procedure while attempting to manipulate the wire further down the artery, the distal end of the wire sheared off. The detached portion of the wire was retrieved from the artery with a snare and the procedure was completed with a different guide wire. No further patient complications were reported and the patient's status was fine.